Event description:
It was reported that pump experienced charging difficulty, with pump starting, charging, and being recognized by computer, but showing poor contact during charging as indicated by charging icon not consistently appearing and multiple power alerts being received. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.